Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead could not be implanted due to placement difficulty. The lead was therefore explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead could not be implanted due to placement difficulty. The lead was therefore explanted and replaced. No patient complications have been reported as a result of this event.